Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported that the patient went into av block. During a pulmonary vein isolation procedure, a versacross connect for faradrive kit was selected for use. During placement of the faradrive and connect on the fossa ovalis, the sheath slipped anterior. The physician clicked the sheath and dilator back to the septum and the patient went into extended av block. Then, the coronary sinus catheter was moved to the ventricle to pace during procedure. The pacing rate slowly reduced until intrinsic rhythm came back. During the second attempt to place the sheath and dilator, the patient went into av block again. The physician believes, this is is due to the sheath being so large that it wants to fall anterior and the dilator so stiff that it is traumatic. The physician was able to successfully go transeptal using this product. The patient was in 2:1 block for the majority of the procedure, but their av node recovered by the case end. The patient might be kept overnight for observation. The patient might be referred for a pacemaker. The device is not expected to be returned for analysis (disposed). In the physician's opinion, the size and form of the versacross connect fitted into the faradrive sheath was the cause of the av block, the dilator/sheath system was what bumped the av node and caused block.